Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed during the same procedure. Section d6b - explant date: n/a - lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure the intraocular lens (iol) was found with a broken haptic after implantation in the patient's right eye. The iol was subsequently removed. The patient did not experience any injury, and no further medical or surgical intervention was necessary. The patient was described as being in good condition. No material is available for investigation. No further information was provided.